Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 120 mg/dl. The customer stated that up button doesn't work and esc button sometimes doesn't work. The customer stated that the battery compartment leak and pump shut off for two days.. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer will receive cot pump. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 120 mg/dl. The customer stated that the device was exposed to moisture two months ago. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.